Event description:
It was reported that the patient presented at a follow-up clinic. It was noted that the atrial lead failed to capture. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of atrial lead not capturing was not confirmed by analysis. The complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for procedural damages.